Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "the camera is failing the image" could be confirmed and assigned to a defective camera head cable. The th110 was found with a defective camera head cable. The reason for the defect is a break in the conductors by wear (many movements during use).. The additional determined defects are independent from the reported issue. The further defects are: - the optical system is fogged up. - a stain is visible in the picture due to particles on the c-mos sensor. - the instrument coupling is worn due to use. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there the camera doesn't shows any image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).